Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex (device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Recurrence and adhesions is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralex (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralex. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent a ventral hernia repair procedure, for two ventral hernias to introduce bard/davol's ventralex (device #1 and device #2) to patient's peritoneal cavity reinforce tissue affected by the hernias. Two (2) unspecified bard/davol ventralex (device #1 and device #2) were implanted into patient¿s upper and lower peritoneal cavity. Specifically, a ventralex (device #1 and device #2) both positively identified on surgical and operative reports were implanted into patient. After the surgery, patient experienced chronic abdominal pain and a bulging mass between the two meshes, trouble digesting food, difficulty with bowel movements and sensitivity with movement around the site of the hernia repairs. (B)(6) 2016: the patient underwent a subsequent hernia repair surgery, due to a recurrent ventral hernia, where bard¿s ventralex was implanted into patient. The patient underwent lysis of adhesions, closure of small bowel serosal tear and mesh repair of recurrent ventral hernia with a ventralex .specifically, a bard/davol ventralex positively identified on surgical and operative reports by the surgeon was implanted into patient. The previously placed mesh (device #1 or device #2) was found to not be well incorporated at the location in which it was originally placed and had to be excised. The patient experienced and continues to experience abdominal pain, a bulging mass in the abdomen between at the hernia site, difficulty with bowel movements and digesting food- which he has been hospitalized for- and difficulty with every day movements. The patient suffered, is suffering, and/or will continue to suffer the above mentioned injuries, including the risk of malfunction, decreased efficacy, recurrent hernia, perforation of tissue and/or organs, adherence to tissue/organs, infection, nerve damage, subsequent surgeries and other complications. The patient has suffered serious bodily injuries that have resulted in pain and suffering, disability, mental anguish due to the alleged defective ventralex (device #1 and device #2).